Event description:
It was reported that a pump powered off without user input. The device was programmed to deliver an unk medication at an unk rate. The pump was replaced and the infusion was restarted.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.